Manufacturer narrative:
A visual and tactile examination presented no damage or irregularity noted in the pump. The thrombectomy set was inserted into the lab ultra-console for functional testing. When the line was spiked fluid was leaking out from the pps adapter inlet. Due to the leak, a functional test could not be done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a thrombectomy procedure, loss of aspiration occurred. An angiojet solent omni catheter was advanced to the lesion and thrombectomy was started. However, during the procedure an error message occurred instructing to replace the catheter, which stopped aspiration. The catheter was exchanged and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy procedure, loss of aspiration occurred. An angiojet® solent¿ omni catheter was advanced to the lesion and thrombectomy was started. However, during the procedure an error message occurred instructing to replace the catheter, which stopped aspiration. The catheter was exchanged and the procedure was successfully completed. No patient complications were reported.